Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tubing has broken connection potentially leading to a loss of insufflation.

Event description:
It was reported that the tubing has broken connection potentially leading to a loss of insufflation.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: insufflation tubing are coming with broken connections. Probable root cause: manufacturing/ service/ assembly error, damage during shipment, damage during shipment, use error. The reported failure mode will be monitored for future reoccurrence.